Manufacturer narrative:
Additional concomitant products: ICU medical microclave, model number 12568; hospira 0.2 micron filter extension set, model number 20668. No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a patient with high pulmonary pressures on a continuous infusion of epoprostenol began to have difficulty breathing when the line backed up with blood. When the patient became symptomatic, they raised the tubing and the blood flowed in. The report is somewhat anecdotal; there are no specific details for this event, however the customer states that this type of infusion is typically running at 3-4ml/hr, generally through an antecubital PICC line with the distal end in the svc, but could be a hickman catheter or also could be a peripheral IV. The drug is typically in a 100ml IV bag, infused with a no port tubing and a non-carefusion 0.2 micron filter extension set, connected to a microclave, then connected to the patient's vad. The customer has confirmed that the pump was at the level of the patient and the pump occlusion pressure limit was 300mmhg. The customer also reports that the filter is not hanging lower than the patient, however that description is somewhat inconsistent with the report that the patent improved when the blood flowed back upon raising the tubing. There is currently no additional patient or event information; there is no report of any intervention other than repositioning the tubing.